Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead had perforated. Patient presented to the operating room for routine device implant which was performed successfully. Patient was sent for a transesophageal echocardiogram following implant when the patient had noted a difficulty in breathing. The tee revealed pericardial effusion and rv lead perforation. Patient underwent a pericardiocentesis and the lead was repositioned. Patient was stable post-procedure and will be followed normally.